Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak of the left common iliac artery was confirmed. Additionally, it was determined that there was evidence to reasonably suggest left ovation limb stent migration (proximal) occurred that was not included in the event as reported. The type ib endoleak was most likely user related due to the off label and cautionary product use conditions. The ruptured aneurysmal sac was likely due to pre-existing non-endologix left external iliac stent (concomitant product use off IFU) and left common iliac distal landing zone with moderate calcifications (cautionary product use). The aneurysmal neck with 67-degree infrarenal angulation coupled with reverse neck taper of 26% likely contributed to the proximal migration of the left iliac stent. No procedure related harms were identified. The patient was discharged home stable on the first post-operative day following secondary endovascular repair. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated emergently with the ovation ix abdominal stent graft system outside the indications for use. Approximately 1-year post op a computed tomography revealed a left type ib endoleak. The physician elected to treat the patient with a 22x160 ovation iliac limb successfully resolving the reported endoleak. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest left ovation limb stent migration (proximal) occurred that was not included in the event as reported.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated emergently with the ovation ix abdominal stent graft system outside the indications for use. Approximately 1-year post op a computed tomography revealed a left type ib endoleak. The physician elected to treat the patient with a 22x160 ovation iliac limb successfully resolving the reported endoleak.